Event description:
It was reported that the device had a check vent: machine pressure sensor auto-zero failed (ec 1109) alarm. The device was not in use at the time the event was discovered. There was no patient or user harm reported. During periodic maintenance, the device was checked in the repair center, and a "check vent: machine pressure sensor auto-zero failed" (diagnosis code 1109) alarm had occurred. The service engineer replaced solenoid valve 2 and solenoid valve 4 to resolve the issue.

Manufacturer narrative:
The solenoid valves were returned for failure investigation. Visual inspection of external body and within orifices revealed no anomalies. The customer complaint was not verified during testing. There was no fault found in the returned valves.